Event description:
It was reported that the zoom suddenly stopped leading to an unspecified wrist injury. The customer stated that no treatment was required. No patient involvement was reported.

Manufacturer narrative:
B5 summary and section h codes have been updated to reflect the completed investigation.

Event description:
It was reported, that the zoom suddenly stopped. Leading to an unspecified wrist injury. No patient involvement was reported.